Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were stuck after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a constant tone and vibrating without an alarm. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button error alarm due to blank display. No vibration anomaly noted. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.